Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried to receive more information for this case. Trend analysis: was not possible to perform, as no item number was available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: in the journal article "long-term follow-up of primary total hip arthroplasty with the alloclassic varial system" it is reported that one patient was revised 6.3 after implantation due to aseptic loosening. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Root cause analysis: root cause determination using sap dfmea: metallosis, aseptic loosening due to excessive wear due to micro-motion in taper connection. => possible: no products were returned for the investigation, therefore aseptic loosening due to micro-motion in taper connection can not be excluded. Aseptic loosening due to insufficient primary stability due to design. => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. Aseptic loosening due to insufficient secondary stability due to surface structure. => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. Aseptic loosening (stress shielding) due to incorrect distribution of load due to design. => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. Aseptic loosening (product with processing residuals leads to undesired tissue reaction due to auxiliary material residuals) due to wrong washing process. => not possible: the cleaning process is monitored. Aseptic loosening due to wrong implantation. => possible: neither surgical reports nor x-rays were received, therefore a deviation from the surgical technique of the product cannot be excluded. Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. The actual device reported is not marketed in USA, but devices with similar characteristics are marketed in USA (i.e. Alloclassic sl stem), and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. As the information for this case comes from a journal article, it is not suspected that the device or additional information is being submitted for review. Additional information has been requested and is not currently available. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported in a journal article that between january 2001 and december 2002, 273 consecutive primary thas were performed in 259 patients at a single centre with the study system, using ceramic-onceramic(81.7 %) or ceramic-on-highly-crosslinkedpolyethylene (18.3 %) articulations. One patient was implanted with alloclassic variall stem and revised after 6 years in-situ due to aseptic loosening. (Journal article: long-term follow-up of primary total hip arthroplasty with the alloclassic variall system - josef hochreiter, giovanni brusaferri, klaus kirschbichler, katja emmanuel).